Event description:
It was reported that on (B)(6)-2014, the patient presented with an acute myocardial infarction (ami). A 2.5x30mm non-abbott drug eluting stent (des) was deployed in the 90% stenosed lesion in the moderately tortuous mid left anterior descending (lad) artery. The 3.0x28mm xience xpedition des was deployed in the proximal lad, overlapping the non-abbott des. Intravascular ultrasound (ivus) confirmed good apposition of the stent implants to the vessel wall and thrombolysis in myocardial infarction (timi) flow 3 was obtained. The procedure was completed with no reported adverse patient sequela and no reported clinically significant delay in the procedure. The patient's medications were plavix (75mg per day) and byeraspirin (100mg per day). On (B)(6)-2014, 3 days post-procedure, the patient experienced cardiac arrest. Angiography revealed that the lad was totally occluded with thrombosis. Thrombus aspiration was performed using a non-abbott aspiration catheter, and plain old balloon angioplasty (poba) was performed 5 times. Timi flow was 2 and did not improve; thus a non-abbott des was deployed in a 75% stenosed lesion in the distal lad. On (B)(6)-2014, the patient experienced cardiac arrest again and expired. It is unknown if an autopsy was performed; however, reportedly the patient expired due to ami. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. The reported patient effects of cardiac arrest, death, ischemia, myocardial infarction, and thrombosis are known observed and potential patient effects as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. It was reported the xience xpedition stent was deployed overlapping a non-abbott drug eluting stent. It should be noted the precaution for use section of the IFU states: when multiple drug-eluting stents are required, use only these stents in order to avoid potential interactions with other drug eluting or coated stents. Effects of multiple stenting using these stents combined with other drug eluting stents is unknown.

Manufacturer narrative:
(B)(4).